Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinc for a routine generator replacement. X-ray imaging was performed, and the right ventricular lead exhibited externalized conductors. The device replacement was canceled pending lead replacement at another facility.

Event description:
Additional information noted the lead was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
Correction: should have included the x-ray that showed an insulation breach performed (B)(4), 2018.